Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of compliant: (B)(4). Delivered with the return kit inside an unknown liquid it was there was also a valve blocked.

Manufacturer narrative:
Investigation: optical inspection: scratches on the outer housing of the valves were observed through the visual inspection. No significant deformation or damage were detected. Permeability: a permeability test has shown that both valves are permeable. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake fuction test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: finally, we have dismantled the valves. Inside the valves we have found a slight build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. The valves operate within the specified tolerances. However, it is possible that the deposits observed inside the valves could have temporarily occluded the system in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants.